Event description:
It was reported that during a laparoscopic gastric bypass, at the end of the case, the blade provided cutting effect but little hemostasis. Some charring and bubbling of tissue was noted. Case was completed with no patient consequence.